Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any4 ;defects¿ or 34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During battery replacement surgery, it was reported that the setscrew cap failed and the setscrew detached from the generator. The setscrew was stuck to the hex screwdriver. The device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was approved for the returned generator. The reported allegation of ¿detachment of component(s) setscrew¿, was not observed as received prior to decontamination. However, the returned septum as received prior to decontamination was observed to be dislodged from the pulse generator header cavity. The returned septum meets specification requirements. The header septum cavity meets specification requirements. The septum shows damage on the underneath side suggesting that the setscrew was extracted up into the septum. This is likely the result of user error. The setscrew being extracted up into the septum may have been a contributing factor for the as received condition of the returned septum. Other than the as received prior to decontamination septum condition there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.